Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer experienced high blood glucose level and it was treated with insulin pump. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.